Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a procedure with a 29mm sapien 3 ultra resilia valve in mac, mitral clip/arctic with lampoon. After mitral clip and lampoon, the first valve was inserted, however team was not able to advance valve through the septum. The valve got stuck around septum resulting on embolization into ra and the valve was safely deployed in ivc. A second valve was advanced without issues and deployed on mitral position, due to a leak and low position team decided to implant another valve in the mitral. Third valve was implanted and deployed in mitral position (sapien in sapien). During a mitral valve procedure, the initially implanted valve was positioned low and associated with a severe paravalvular leak (pvl). Due to this complication, the clinical team decided to implant a second valve in the mitral position. The patient remained stable following the procedure. No additional details regarding patient demographics or co-morbidities were provided; it was noted that co-morbidity information may be obtained by contacting the tavr team. Upon follow up, the fcs advised that the patient was brought back on (B)(6) 2025 as the viv on (B)(6) 2025 did not resolve the reported pvl on the original implanted valve. The patient was treated with another 29mm s3ur to resolve the pvl.

Manufacturer narrative:
This is two of two reports. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors indicated above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the valve in mac , mitral clip/ arctic with lampoon position. As there are no specific IFU or training materials related to valve in mac , mitral clip/ arctic with lampoon procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the valve was implanted in a low position which caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the valve in mac , mitral clip/ arctic with lampoon position. As there are no specific IFU or training materials related to valve in mac , mitral clip/ arctic with lampoon procedures, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a procedure with a 29mm sapien 3 ultra resilia valve in mac , mitral clip/ arctic with lampoon. After mitral clip and lampoon, the first valve was inserted, however team was not able to advance valve through the septum. The valve got stuck around septum resulting on embolization into ra and the valve was safely deployed in ivc. A second valve was advanced without issues and deployed on mitral position, due to a leak and low position team decided to implant another valve in the mitral. Third valve was implanted and deployed in mitral position ( sapien in sapien) .

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received, sections g6, h2, b5.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a procedure with a 29mm sapien 3 ultra resilia valve in mac , mitral clip/ arctic with lampoon. After mitral clip and lampoon, the first valve was inserted, however team was not able to advance valve through the septum. The valve got stuck around septum resulting on embolization into ra and the valve was safely deployed in ivc. A second valve was advanced without issues and deployed on mitral position, due to a leak and low position team decided to implant another valve in the mitral. Third valve was implanted and deployed in mitral position ( sapien in sapien) . Upon follow up, the fcs advised that the initially implanted valve was positioned low and associated with a severe paravalvular leak (pvl). Due to this complication, the clinical team decided to implant a second valve in the mitral position. The patient remained stable following the procedure. No additional details regarding patient demographics or co-morbidities were provided; it was noted that co-morbidity information may be obtained by contacting the tavr team.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h10.